Manufacturer narrative:
This is a supplemental report. The subject otv-s7proh-hd-l08e was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc performed the following checks after combining the subject device with the otv-s7pro that was sent with the subject device to omsc; however, the reported event was not reproduced. Omsc repeatedly turned on/off the power switch of the otv-s7pro and checked the endoscopic image displayed on the monitor. Omsc checked the endoscopic image displayed on the monitor when a small vibration was applied to the connection between the subject device and the otv-s7pro. After power was supplied to the subject device and the otv-s7pro for a long time, omsc checked the endoscopic image displayed on the monitor. When omsc checked the inside the video connector socket of the otv-s7pro, there were traces of water drops. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. Since the reported phenomenon was not reproduced, the exact cause was unknown; however, there was a possibility that the contact failure between the subject device and the otv-s7pro temporarily occurred because water drops etc. Attached on the electrical contact of the video connector of the subject device. The instruction manual of the subject device already mentions cautions for the device handling.

Manufacturer narrative:
The subject otv-s7proh-hd-l08e was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc will start evaluating subject device. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
During the transurethral ureterolithotripsy with the otv-s7proh-hd-l08e, the endoscopic image became abnormal and then color bar image appeared on the monitor. Then endoscopic image became back normal, but message ¿please wait, transferring data¿ appeared on the monitor. Subsequently abnormal endoscopic image and color bar image appeared on the monitor again. The user replaced the subject otv-s7proh-hd-l08e to another unspecified device to complete the procedure. There was no report of the patient injury other than replacing the device.